Event description:
The customer's daughter reported the customer obtained a blood glucose reading of 120 mg/dl on his meter, and then he lost consciousness. When his blood glucose was checked again with a competitor meter, the reading was reportedly 61 mg/dl. The second reading with a competitor meter was reportedly obtained 15 minutes after the first reading with the adc meter. The customer's daughter reported the customer made changes to his diabetes treatment based on the adc meter result. Although the customer's daughter reported, the customer was diagnosed with severe hypoglycemia, there was no report of medical treatment. The customer's daughter reported the customer drank orange juice to alleviate the symptoms. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. Note: the reading comparison between an adc meter and a competitor meter was not completed within ten minutes. The customer's daughter reported the calibration was not set correctly in the meter's memory. The adc customer service educated the customer on how to properly set the calibration code.